Event description:
A device reset occurred in (B)(6) 2013 for the subject device, however, it was not reported at that time. In addition, the battery curve reportedly showed an abrupt decrease. Analysis is requested.

Manufacturer narrative:
(B)(6), 2013. This event concerns a device that was manufacturer and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.